Event description:
Philips received a complaint by the customer on the v60 indicating that the light crystal display (lcd) was dim. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the lcd was dim. Onsite service is currently pending, and the investigation is ongoing.

Manufacturer narrative:
It was reported that the lcd was dim. Multiple attempts have been made to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.